Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 300 mg/dl to 400 mg/dl. Customer's blood glucose at time of call was 300 mg/dl. Customer had reverted to the backup plan. During troubleshooting, device failed the high pressure test. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.